Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device retained at (B)(4) implant research center.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon cr insert was reported. The event was not confirmed. Visual inspection: based on photographs provided, the bearing surface shows some longitudinal scratches on both compartments consistent with short clinical use. The underside of the insert shows some deformation anteriorly and indentations along the edges which are most likely caused during removal of the insert form the baseplate. Based on photographs provided, the insert showed damage consistent with short clinical use and explantation damage. Medical records received and evaluation: the clinical consultant rejected the medical review as insufficient medical records were provided. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported similar events for the lot referenced. Conclusions: the reported event could not be confirmed with the limited information provided. It was reported that the explanted 9 mm insert was replaced with a thicker 11mm insert. Further information such as x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted in situ for 0.25 y. The tibial insert was revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 4.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted in situ for 0.25 y. The tibial insert was revised. The patient presented with a (B)(6) score of 2 three months prior to revision surgery and a maximum score of 4.